Manufacturer narrative:
This case has been decided to be reportable as there has been medical intervention. There no malfunction. This is considered a single incident and will be included in regular trending. No actions has been initiated based on this individual event. The case has been reviewed from a clinical perspective. Customer reported: end user experienced that the hearing aid got hot in the ears when she was on the phone. Before this event, the end user has had the hearing aids for 2,5 years and the problem has not been experienced before. After the event, the end user had a small rash in the ear canals. A dermatologist has been consulted who prescribed some cream. Ent has suggested not to wear the hearing aids for a few weeks. There is no sign of scarring. Hearing aid investigation results: temperature of both hearing aids has been monitored over time. The logging result shows that temperature depends on the ambient temperature. There is no increase in temperature inside the hearing aids. Clinical evaluation: the investigation of the hearing aids shows that no temperature increase in the hearing aids can be measured. A potential cause for the warm feeling in the ear canal could be that the inflammation/rash causes the ear canals to feel warm. The clinical evaluation for the device family does evaluate both overheating of hearing aids and skin reactions from hearing aid use and the user guide includes a safety notification instructing the hearing aid wearer to contact the hcp in case of skin irritation. Clinical conclusion on the case is that the hearing aids are performing according to specifications, but it is likely that the hearing aids has caused/contributed to the described rash which has resulted in medical intervention. Clinical evaluation (according to corp proc gen evaluation 0185290): there are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. This mst case will be included as internal literature at next planned update (ref. 0185290 corp proc generic clinical evaluation).

Event description:
As reported by the local sales office: right hearing aid gets really hot on pt's ear. Member aids get hot in the ears when on the phone. Member had device for 2 years and 5 months. Member had small rash in middle of canal. Started one month before device sent in for repair member went to dermatology for cream. Member no longer have rash (no scarring). Member went to ent. Ent suggested to not wear the hearing aids for few weeks tell the rash gone.